Event description:
It was reported that this device had reverted to safety mode. A boston scientific technical services consultant stated the device should be replaced as soon as possible. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Manufacturer narrative:
Detailed product analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It was reported that this device was subsequently explanted and replaced with a competitive device. The boston scientific local area sales representative is returning the explanted product for evaluation. No additional adverse patient effects were reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this device had reverted to safety mode. A boston scientific technical services consultant stated the device should be replaced as soon as possible. The device remains in service at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced with a competitive device. The boston scientific local area sales representative is returning the explanted product for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that this device was subsequently explanted and replaced with a competitive device. The boston scientific local area sales representative is returning the explanted product for evaluation. No additional adverse patient effects were reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this device had reverted to safety mode. A boston scientific technical services consultant stated the device should be replaced as soon as possible. The device remains in service at this time. No adverse patient effects were reported.